Event description:
A surgeon alleged that the proximal locking screws for a patient's precice nail appeared to have disengaged from the patient's femur, after approximately three (3) months after implantation. The patient already completed their lengthening treatment with precice.

Manufacturer narrative:
The patient completed their lengthening treatment with precice prior to the alleged incident. It was reported that the patient's precice nail was removed and the patient was implanted with a trauma nail, without incident. No negative outcomes were reported. Functional testing of the precice nail revealed that the device was fully functional and operated within specifications. The patient's bone quality can impact the engagement of the locking screws within the patient's femur. A DHR review revealed that the device met all of the required quality inspections and was released within specifications.